Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient's pump beeped and there was no power to the pump. The reporter indicated that the patient went swimming with the pump and they noticed that there was water behind the display screen. The reporter confirmed that there was no known trauma to the pump, no known damage to the battery cap or the battery compartment. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: moisture evident behind display lens. Pump powers with a audible tone only. Due to internal moisture damage there is no vibration and a blank display. The battery compartment was intact, no cracks. No evidence of moisture contamination found inside battery compartment. No battery cap returned. A test cap was used and was able to fully tighten. The audio bolus button cover missing. Moisture contamination observed on button contact. Investigators were unable to obtain audible reading in checklist step 8 due to internal moisture damage. Leak test shows leak at "audio bolus" button. Pump case was removed, evidence of moisture damage was identified inside pump and on miscellaneous electrical components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.